Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported difficulty with the view through the microscope during phacoemulsification while the optical head is attached. A patient experienced a small tear in the capsule resulting in an anterior vitrectomy. The physician stated still adjusting to the microscope view and use with intraoperative aberrometer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).